Event description:
It was reported that the patient had fell approximately two days prior to the date of this report and was in the hospital. The patient reported that the pump was not working and experienced increased spasticity, pain, and shaking. The patient's pain was located across the lumbar spine, into the pump site and up the patient's back. This pain was reported to have started after the patient's fall. This device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8711 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).